Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs, combined with autogenous iliac bone graft, placed inside of a peek cage. Following the surgery, the patient began to develop severe pain in her back. The patient underwent additional imaging, which revealed bone growth at the site of her fusion. The patient required an additional surgery to address the condition on (B)(6) 2013. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.